Manufacturer narrative:
(B)(4). Batch # asku.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clips scissored at the end of the procedure. The doctor no longer needed the clip applier to complete the procedure. The procedure was completed with no consequence to the patient. The device was discarded.